Event description:
Patient injury, doctor laid the e-z pen pencil on the patient's chest and the pencil activated by itself and caused burn to the right breast of the patient. Procedure was a breast augmentation. Settings on the generator were 45 cut and coag pure and standard. Pedal was on cart and not upside down.

Manufacturer narrative:
Without lot number information we are unable to identify the manufacture date. This device is sold as non-sterile and intended for sterilization by the user facility. Without lot number information we are unable to perform a review of the lot history record. Inspection under magnification revealed evidence of damage to the internal components of the button switches which indicates improper reprocessing. The conditions that led to the damage (fluid ingress) may have contributed to independent activation. The instructions for use outline the appropriate process to clean/sterilize. Megadyne cautioned the user to clean/sterilize the device as indicated in the instructions for use and to store the device in the holster provided when not being activated.